Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two days post the implant of an right ventricular (rv) lead that the patient was experiencing arrhythmia and heart block. The lead exhibited no capture and on x-ray it was identified that the lead had dislodged. The lead was repositioned and when plugged into the device port up to four times there was no capture and a pacing issue was noted also. After multiple attempts the physician replaced the implantable pulse generator (ipg) and normal pacing was obtained. Fluid such as blood or tissue is suspected for the port issue. No further patient complications have been reported as a result of this event.